Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a spill on the floor underneath the hydro compartment of synchron lx20 clinical chemistry system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that creatinine reagent was leaking from syringe pump on the modular chemistry module. The fse replaced the syringe and cleaned up reagent and the module.

Manufacturer narrative:
(B)(4).